Manufacturer narrative:
Covidien reference: (B)(4). The customer cancelled the service request.

Event description:
It was reported that due to a malfunction of the ventilator, the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.